Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c2022183 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 17 may 2023. Visual inspection: - stylet not returned - needle removed from the device and proximal needle break below the sheath extender observed - distal end of the sheath examined and observed to be kinked functional inspection: - sheath extender able to advance and retract without issue - needle unable to advance or retract clarification was requested as follows "in addition to the reported distal tip of the catheter (sheath) observed to be kinked, a proximal needle break below the sheath extender and proximal kink below the sheath extender was observed in the laboratory evaluation (see below), were these defects (proximal break and kink) noted prior to device return? " answer: "the proximal needle break and the proximal kink were not yet observed prior to device return. Apparently something went wrong during my packaging. I¿m sorry." "It was stated in the file (description of event) that the reported failure occurred prior to use and observed when the device was opened from the packaging, however, the standard list of question in the patient/event info ¿ notes indicates that the device made patient contact? " answer: "according to the information from the service, the needle did not make patient contact." Manufacturing records review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2022183 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2022183. Instructions for use and/ label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the handling of the packaging at the facility during storage and/or device preparation. It is also possible that the device was damaged during transportation and was not observed by staff at the user facility when placing the devices into storage. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. It is therefore likely that the damage observed on the device in this instance occurred during transportation to the user facility or as the device was pulled from storage for use in this procedure. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation due to the completion of the investigation on (B)(6) 2023. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The distal tip of the catheter was already snapped while opening the package and so before use. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Kink in the catheder. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Bile duct. Please describe the size of the intended target site. N/a. What is the endoscope manufacturer and model number that was used with this device? Echo - pentax. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. Was needle penetration of the targeted site difficult? N/a (no punction possible). Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? N/a. Did any section of the device detach inside the patient? No. Was the needle fully retracted when the device was removed from the patient? Yes. If not, with the device in question, how was the procedure performed and/or finished? Another needle was used.